Event description:
The patient was undergoing a coil embolization procedure in the left ovarian vein using pod8s and pod6s. During the procedure, the pusher assembly of a pod8 was accidentally bent while advancing within a non-penumbra microcatheter. Consequently, the pod8 unintentionally detached with about ten centimeters of the coil inside the patient¿s vessel. Therefore, the microcatheter was removed with the pod8 inside. Later in the procedure, the hospital technician wiped the pusher assembly of a pod6 with a ¿wet 4x4¿ prior to use and, consequently, the pod6 was unable to advance into the microcatheter. Therefore, the pod6 was removed, and the procedure was completed using a new pod6 and a new pod8 with the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00063.

Event description:
The patient was undergoing a coil embolization procedure in the left ovarian vein using pod8s and pod6s. During the procedure, the pusher assembly of a pod8 was accidentally bent while advancing within a non-penumbra microcatheter. Consequently, the pod8 unintentionally detached with about ten centimeters of the coil inside the patient¿s vessel. Therefore, the microcatheter was removed with the pod8 inside. Later in the procedure, the hospital technician wiped the pusher assembly of a pod6 with a ¿wet 4x4¿ prior to use and, consequently, the pod6 was unable to advance into the microcatheter. Therefore, the pod6 was removed, and the procedure was completed using a new pod6. There was no report of an adverse effect to the patient.